Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they had issues with the reservoirs received. The customer stated they were unable to push the vial into the reservoirs. It was found the customer did not pull the plunger back to fill the reservoir with air during troubleshooting. Customer's blood glucose was unknown. The reservoir will be returned for analysis.